Manufacturer narrative:
Evaluation, results: inherent risk of procedure ¿ (haemorrhage): evaluation, conclusions: inherent risk of procedure ¿ (haemorrhage). (B)(4).

Event description:
Three endeavor drug eluting stents were implanted during the index procedure in the lad. Approximately 57 months post index procedure, the patient suffered gastro-intestinal bleeding. As a result plavix was removed. Investigator indicated that the event was not related to the study device. Patient was on dapt at the time of the event. Patient recovered.